Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were getting ¿device not found¿ when trying to connect to their pump. The agent assisted the patient in closing out of all running applications, restarting the handset, and turning location off and back on, restarting the myptm app, and resetting the communicator. The patient was then able to successfully connect to the pump and saw a 6 minute lockout. While still on the phone, the patient's lockout completed, and the patient was able to request/receive a bolus without issue. The patient stated that ¿sometimes it takes a while¿ later stated ¿it sometimes takes 1-2 minutes¿ to connect and stated that the screen paused at ¿retrieving pump settings 90%¿ before progressing through. While on the call, the patient mentioned that they were incontinent and sweat a lot, so they were wondering if their communicator was collecting moisture. The agent reviewed equipment usage/charging considerations. When the agent inquired about the event date of the difficulties connecting, the patien t stated ¿recently,¿ and did not provide further information. The agent reviewed considerations, reviewed closing the app after use, and the patient was going to monitor and call back for assistance as needed.